Manufacturer narrative:
(B)(4). H2: type of follow up - additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).